Manufacturer narrative:
The returned product was not returned for analysis. Product record review was not conducted due to complaint requirements not met. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause not established.

Event description:
It was reported that the fiber failed to work so it was exchanged for a second fiber. This fiber also failed to work so the procedure was canceled. There was no reported patient harm. No other information was provided.